Event description:
On april 25, 2008, this senior medical affairs specialist spoke with the pt/layperson in response to his complaint of four days earlier, that his one touch ultra meter result was inaccurately high compared to a one touch ultra2. Results are in the correct unit of measure, mg/dl. The products were replaced. On april 15, the pt obtained a result of 201 at noon, before eating. Doubting the result, he tested on his brother in law's ultra2 within 10 mins, obtaining either "150 or 160". The comparison is within the expected <=30% between two different meters. The pt took his usual amount of oral hypoglycemic medication (he could not recall its name and dose) and ate the "same as always." Approx one hour later, the pt was shaky, a symptom he feels when his blood glucose becomes low. He did not test his blood glucose. However, he drank orange juice and felt better. Although there is no indication the product malfunctioned (the meter to meter comparison was acceptable and the pt did not test when he experienced the usual hypoglycemic symptom), the complaint is classified as an adverse event because the pt alleged he had symptoms that can be associated with severe hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.